Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The suspect device was sent to olympus for evaluation. Inspection and testing did not confirm the report of a blurry image. A review of the device history record found no deviations that could have caused or contributed to a blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions olympus will continue to monitor field performance for this device. In addition, the device leaked due to a pinhole in the forceps channel, the objective lens was chipped due to handling, the scope connector was corroded due to water leakage, angulation was reduced in all directions, the nozzle was deformed, and error code e311 (white balance not set) occurred. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, during reprocessing, the image from the subject device was blurry. There was no harm or user injury reported due to the event.